Manufacturer narrative:
Initial and final MDR 1893407- MDR 3003442380-2024-09501- device 6 of 10

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6)2024, it was reported that patient experienced that the infusion set cannula was kinked. The patient reported ten infusion sets had issue, started on (B)(6)2024. Within 3 hours of abdomen and upper buttocks insertion customer noticed symptoms for all events.the blood glucose level of the patient was 330-400 mg/dl. Additionally, location site was regularly rotated. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.